Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection of the electrode body confirmed damage to the shock coil which was stretched and most likely occurred during the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received several inappropriate shocks due to muscle noise which could be recreated in all vectors. A boston scientific technical services consultant reviewed the data and identified that small amplitude measurements have been present for a few months and have become more prevalent. It was noted that this patient is very thin with bilateral deep brain stimulations and therefore, a transvenous system is not an option. A fracture of the electrode was suspected but was not confirmed. A revision procedure was performed and the system was replaced. No additional adverse patient effects were reported. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.